Event description:
It was initially reported that the site was having to "tap her screen multiple times before it would move to the next screen." The device was returned to the manufacturer for analysis, but has yet to be completed.